Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type accessory analysis of the 97745bp battery pack (bp) (s/n (B)(6)) revealed that complaint was unable to be verified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient. Pt called back stating their equipment was not working again for it kept telling to them to recharge the ins. When they go to charge the ins nothing happened for it said to connect the charger even though the recharger was plugged in. During reason for call pt got no device found when the rtm was plugged in and when they pressed recharge it said connect the recharger. During call pt verified no damage to the rtm or to the controller charging port. It was determined the pt was using their old controller and controller battery (same controller and battery serial number in first email to repair on june 10th). Pt claimed new controller we sent them was not being used and was convinced it was the old one because it was cracked and bitten on the side, the new controller pt was sent out that they claim was the old one had burnt marks inside the controller battery compartment. During call agent tried to get pt to use their controller that was not damaged and the new controller battery but the controller battery had no charge in it to troubleshoot, pt verified the green light was blinking for the old controller and new controller battery was recharging. The pt and agent were disagreeing what was actually new equipment and old equipment; pt got escalated and said to send a fedex label to ship everything back to medtronic and they will be going to their doctor to remove the neurostimulator battery since they were in pain. Agent reviewed why its not in best interest to send all equipment back while ins was still in them but pt did not care. Agent closed case.

Manufacturer narrative:
H3: the device 97745nt - patient controller, serial number (B)(6) was returned for product analysis. Analysis found damaged main board due to lithium-ion battery contacts broken/damaged and damaged front case wherein screw holes were stripped which was causing case separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type product ID 97755bp-svc lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 97755bp-svc, serial/lot #: (B)(6), (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external equipment the reason for call was patient stated she has been having some issues with it. Pt stated that she cannot charge the ins - pt is getting a message that she needs to charge the controller - pt stated she has had the controller plugged in but that does not resolve the message. Patient service specialist asked patient to connect with the rtm cord and patient reported seeing no device found - pt tried to select "recharge" to start passive recharge mode . Patient reported seeing a message that the controller battery is too low to charge the controller pt connected the controller to ac power and verified the green light is flashing but her ins battery is dead so she cannot see the controller charge level. Pt removed the li battery and reported that she saw "white smoke" coming from the battery compartment and it smells like something is burning. .p ss is sending an email to repair department to replace the controller and the li battery pack. Additional information received from patient. Patient called back in stating they received their replacement controller, and while they were going through the pairing process, they saw a message stating software problem 1-intellis, 2-3.6, 3-245, 4-interfacesm.c. Agent walked the patient through resetting the controller, and patient confirmed the message was cleared. Patient then saw battery low. When patient plugged the controller into the ac power supply, they stated there was a green light on the ac power supply box, but there was no green light on the controller. Agent had patient plug the controller into the ac power supply without the battery pack inside, and the controller turned on. When the patient reinserted the battery, they still saw no green light. Patient stated they attempted to charge their controller for two hours and it did not charge, and the controller felt hot. The issue was not resolved. An email was sent to the repair team to replace the li battery pack.